Event description:
Stretta surgery. Two third through procedure, bradycardia. Procedure not followed, death resulted on a female with gerd. The dr. Tried to do a lot of shuffling and making excuses. He and nurse anesthetic were taken into civil court and n.a. Was found negligent. The dr was heard stating he "would never do another stretta procedure again." Unfortunately hosp threatened nurses employment, so they did not chose to testify. Rptr is just so sick of this going down as not a stretta procedure death. If not, why did the m.e. State that if she had not gone in for that procedure, she would be alive today. Procedure 3x's reproductive plunge bursting needles/cauterize. Procedure prematurely stopped when pt died.